Event description:
In this event a doctor reported that a promark endo motor failed to auto-reverse properly, possibly causing a file to separate; the outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
Because evaluation of the unit involved is not completed as of this report and since this issue could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.